Event description:
The customer reported out of range follicle-stimulating hormone (fsh) quality control (qc) results and system check failed the unwashed %cv (coefficient of variation), involving the unicel dxi 800 access immunoassay system. The customer initially attempted to calibrate the fsh assay but obtained a failing curve due to a bad fit error. The customer re-calibrated the assay and obtained a passing calibration curve. The customer then performed assay quality control and all three levels of qc failed out of range low. The customer stated there had not been any questioned patient results. There has been no report of patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a pump diagnostics test which failed due to the %cvs being out of range for all four of the precision pumps. The fse rebuilt all four precision pumps by replacing the piston and belt for pipettor #1 and replaced the belts for pipettors #2 through #4. The fse replaced the motion control card printed circuit board (mcc pcb) due to motion errors for reagent pipettor #3. The fse replaced all peristaltic pump tubing as they were flattened. System verification was performed; all test results passed within instrument specifications. Calibration passed and quality control was within the laboratory's established ranges. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. Beckman coulter continues to track and trend any incident related to this issue.